Event description:
The consumer was getting out of bed with the bed rail in the up position. When she grabbed the rail. The rail allegedly fell down jamming her shoulder.

Manufacturer narrative:
The user was getting out of bed and grabbed the rail and it fell. It is unclear if the rail was locked and/or if the rail was overloaded. Current user guide warnings state "this bed rail is not an assist rail for getting into or out of the bed". Malfunction is unconfirmed. MDR filed based on alleged serious injury.